Event description:
Report #2 of 2 received of a tubing rupture while in use with a power injector. Reportedly, power injector tubing was "piggybacked" into pt's existing IV set and an unspecified amount of isovue 300 contrast was injected at an unspecified rate for an unspecified CT scan. At an unspecified point during the injection, the tubing ruptured. There were no reported adverse pt effects.